Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5027964. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tubing near the needle of a bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had holes in it. No injury or medical intervention reported.